Manufacturer narrative:
Evaluation summary:the reported condition of depleted batteries was confirmed. This issue is currently being investigated under (B)(4).

Event description:
During on-site service, the baxter repair tech reported an infusion pump with depleted batteries. Info was not provided regarding whether or not the failure occurred during an infusion. The hosp. Rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Although baxter attempted to obtain information, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming. No additional info is known.